Event description:
It was reported that an unspecified malfunction occurred. The patient reported she was in a diabetic coma and no other information was provided. Attempts to follow up with the patient multiple times to obtain further details and clarification regarding the incident was unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
No product or data was provided for investigation. The allegation and the probable cause cannot be determined.